Manufacturer narrative:
The customer complaint of a low run time with the lithium ion battery (while in an autopulse platform) was confirmed during review of the battery's retrieved archive data. On the reported event date, the platform powered off after approximately 14 minutes, due to a single over-current error. The cause for this battery failure is not known. The battery's capacity during this event was equivalent to three amber led. Further review of the archive data revealed the battery was last charged successfully on (B)(6) 2017 and last inserted in the autopulse on (B)(6) 2017, without errors. The returned autopulse lithium ion battery was received with no physical damages and displayed four green leds. During functional testing, the customer's returned multi chemistry charger (sn: (B)(4)) and autopulse platform (sn: (B)(4)) were used to test the battery. The battery charged successfully and displayed four green leds. Using a large resuscitation test fixture on the returned platform, the platform provided compressions for approximately 28 to 38 minutes without issues or errors. Historical complaints were reviewed for information related to the reported complaint and there was no similar history of complaint reported for autopulse battery with serial number (B)(4).

Event description:
As reported, a fully charged autopulse lithium ion battery (sn: (B)(4)) had a low run time while in an autopulse platform. According to the reporter, the platform provided 10 minutes of compression before powering off. There is no known patient consequence reported. The customer reported a low run time was experienced with multiple autopulse lithium ion batteries; however, it is not known which of the eight (8) batteries was used at the time of the event. This is 5 of 8 batteries. MFR 3010617000-2017-00636 = (B)(4) MFR 3010617000-2017-00620 = (B)(4) MFR 3010617000-2017-00638 = (B)(4) MFR 3010617000-2017-00637 = (B)(4) MFR 3010617000-2017-00639 = (B)(4) MFR 3010617000-2017-00633 = (B)(4) MFR 3010617000-2017-00622 = (B)(4).